Event description:
It was reported that the CPAP flow is too low on 35 (result is about 25) l/min. Discovered during testing, no patient involvement.

Manufacturer narrative:
Other, other text: corrected data: b1, corrected data: corrected data: b1-product problem.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.